Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, the stylet could not be removed from the left ventricular lead. The suture was split in half and the middle had tied down the groove. The sutures were cut, and the inner cable came out while attempting to take out the stylet. The lead was removed and replaced. The patient was stable throughout the event.

Manufacturer narrative:
The reported events of an inability to remove the stylet from the lead and suture split in half were confirmed in the laboratory. Visual inspection found that the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet ptfe coating and inner coil. The cause of the suture split in half was isolated to procedure damage. A device history record confirmed that no issues were identified related to this reported event.